Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient had light glare and decreased vision. The lens was exchanged 6 weeks after initial implantation for a different model. Additional information was requested.

Manufacturer narrative:
The lens was returned inside a small plastic bag. Solution is dried on the lens. The lens is torn/cut into pieces. Both haptics are broken/torn in the gusset area (returned). The optic is torn/cut into four separate portions. Associated products are unknown. It cannot be verified if a qualified combination was used. The product investigation could not identify a root cause. The lens was returned in pieces. The manufacturer internal reference number is: (B)(4).